Manufacturer narrative:
Date of event is estimated.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inadequate coverage of the right sided pain due to the lead being too left in the epidural space since implant. As such, surgical intervention took place where in the lead was explanted and replaced with a new lead. The new lead was implanted midline to address the issue. Reportedly, therapy was confirmed post op.